Event description:
It was reported that following a coronary drug eluting stenting treatment procedure the pt presented with in-stent restenosis. The index procedure treated the 75% stenosed 2.5 x 10 mm target lesion located in the proximal left circumflex (lcx) artery. Treatment consisted of pre-dilation with an unspecified balloon and the placement of a 2.5 x 12 mm taxus express2 study stent. Post dilation was not performed. Residual stenosis was 25% with timi 3 flow maintained pre-index procedure. The pt was discharged 2 days later on bayaspirin and panaldine. In 2009, a 100% restenosis was confirmed in the distal lcx artery. Reintervention the following month, treated the 100% restenosed target lesion resulting in 25% residual stenosis. The pt condition was listed as "resolved" 4 days post the reintervention procedure. Per the physician, the relation of the event to the study stent was listed as "definitely".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.